Event description:
Main body graft was accessed through the right femoral artery. Contralateral limb was successfully cannulated. Contralateral iliac leg graft was deployed landing in the common iliac artery. Due to the landing zone of the graft, a decision was made to extend the leg graft farther into the common iliac artery and land just proximal to the external iliac artery. The leg graft was extended in order to preclude future complications resulting in any changes in morphology. Final angiogram viewed patent internal and renal arteries. No endoleak presence was viewed.